Manufacturer narrative:
The insulin pump was received with cracked reservoir tube lip, broken battery tube threads, scratches on the display window and cracked case near the display window corners were present during visual inspection. The insulin pump passed the priming, displacement, basic occlusion, occlusion and excessive no delivery alarm tests. There was no damage on the battery cap. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
Territory manager reported via phone call high blood glucose and cosmetic damage on the insulin pump. Customer's blood glucose level was 469 mg/dl. Customer changed out their set but their blood glucose remained high. Troubleshooting for cosmetic damage was performed. Customer's battery cap was damaged and the battery entrance had chipped away. Customer advised the damage was significant and the threads were exposed. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.